Manufacturer narrative:
Evaluation summary: a clinical analyst reviewed this complaint and stated that the system operator¿s manual contains instructions for proper prime and setup. The system¿s graphical user interface also prompts the user through all of the steps required to prime and tune the phaco handpiece appropriately. The system¿s operators manual also states the warning(s) and instructions. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. A company service representative examined the system and calibrated the bag pressure sensor (bps) and the active irrigation (ai) as a preventive measure. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. The system met specifications at the time of release. Therefore, the root cause could not be determined conclusively.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A nurse reported fluidics issue. They were unable to achieve intraocular pressure (iop). It is unknown when did the event occur and if there was a patient involved. Additional information has been requested but not received to date.